Manufacturer narrative:
The investigation determined that both lower and higher than expected vitros valp quality control results were obtained while using the vitros 5,1 fs chemistry system. A definitive root cause could not be determined. However, inconsistent quality control fluid and vitros valp reagent pack handling or variability in the laboratory's ambient site temperature cannot be ruled out as contributing factors. The root cause of this event is unknown.

Event description:
The customer obtained imprecise than expected vitros valp quality control results while using the vitros 5,1 fs chemistry system. Biased results of the magnitude and direction observed may lead to inappropriate physician action if patient samples were affected. Patient results were not released from the laboratory while vitros valp quality control results were out of range. There was no report of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. (B)(4).